Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a loss of capture was observed on this left ventricular (lv) lead, in clinic, and was confirmed via x-ray. During a revision procedure the lead was found to be fractured in the area of the device pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 35.5 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
The product has been returned and device evaluation was completed.